Event description:
It was reported that pump declared a cartridge alarm 16. There was no adverse impact to the customer's blood glucose level. Customer reset the pump and successfully loaded another cartridge to resolve the issue.